Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested assistance turning the carbohydrate feature on. Reportedly, the customer forgot to turn the carbohydrate feature on when setting up the pump. Tandem technical support guided the customer through turning the carbohydrate feature on. Customer's blood glucose level was 119 mg/dl.